Event description:
It was reported that a cervical plate was removed from a patient because the patient had not fused. It was reported that the initial acdf took place approximately a year ago using a cervical plate system with a 19mm plate and an unknown interbody device. According to the report, no malfunction of the cervical plate system was observed however the interbody device was reportedly resorbed. A new plate (25mm) was used and the revision surgery was completed successfully. No further information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.